Event description:
It was reported that the deep brain stimulation (dbs) patient was hospitalized due to edema, inflammation, and swelling of the head. The patient subsequently experienced cognitive issues. Antibiotic therapy was initiated, and a computed tomography (CT) scan was performed. A magnetic resonance imaging (MRI) study was subsequently planned. It has not yet been established whether the patients symptoms are causally related to the device or to the procedure. The patient remains in the recovery phase, the leads remain implanted.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - nhl, pjs. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7147011, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient was hospitalized due to edema, inflammation, and swelling of the head. The patient subsequently experienced cognitive issues. Antibiotic therapy was initiated, and a computed tomography (CT) scan was performed. A magnetic resonance imaging (MRI) study was subsequently planned. It has not yet been established whether the patients symptoms are causally related to the device or to the procedure. The patient remains in the recovery phase, the leads remain implanted. Additional information indicated that the swelling in the dbs patient was localized to the cortical region of the head. The patient has since been discharged from the hospital and is currently receiving outpatient rehabilitation under close monitoring. Prophylactic antibiotics were administered due to suspected infection. The patients symptoms have now resolved.

Manufacturer narrative:
The devices db-2202-45; 7147011 and db-2202-45; 7146911 were not returned to boston scientific for analysis. A labeling review did not reveal any anomalies as it states that brain or cerebral spinal fluid (csf) fluid infection or inflammation, swelling, including fluid collecting around the device and confusion or problems with attention, thinking, or memory (acute or chronic) are a known risks with the use of deep brain stimulation. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45 serial number: (B)(6) batch/lot number: 7147011 model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) #:(B)(4).